Event description:
The needle disconnected from the safety chamber and remained in the catheter tubing. The nurse was able to remove the needle and catheter from the patient without injury.

Manufacturer narrative:
The actual sample involved in the incident has been discarded, however, representative units will be sent for evaluation. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted. (B)(4).